Event description:
As reported, a patient's left knee was revised due to recurrent swelling with a possibility of polyethylene wear due to the previous recall. The poly was removed and replaced with a 9mm activit-e crc poly. The original poly implant showed no real signs of abnormal wear. The reported event is not related to the breakage of a device. The reported event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. An x-ray was provided. The product is not returning. The hospital takes them after explantation. No device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 6849078/02-020-13-0240 - truliant cr cem fem cr cem left sz 4. 5738770/02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t. 4842897/200-03-38 - one peg patella 38mm. 7017411/201-78-15 - holding pin mini sharp point 4 pk. 7023223/201-78-89 - 3" drill bit, mod. Hex 2 pack. S300159/521-78-23 - threaded pin size 2.3 collared 2pk.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. D1: corrected. H6: corrected component and investigation clinical codes.